Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the system controller got wet and needed to be replaced.

Manufacturer narrative:
Upon further review, it was determined that this event is non-reportable as exposure to moisture is related to use error, in this case no device related serious injury/death was reported. Manufacturer's investigation conclusion: the reported event of fluid ingress was not confirmed. Evaluation of the returned system controller did not reveal any signs of fluid ingress or damage. The returned controller passed functional testing using laboratory equipment and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 patient handbook under section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. The heartmate 3 patient handbook under section 10 entitled ¿safety checklists¿ provides the patient with the procedure for routine maintenance of the heartmate 3 left ventricular assist device, including the system controller and backup battery. Heartmate 3 instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.